Event description:
Male with cardiomyopathy. Medtronic single chamber ICD implanted. During the procedure the leads were connected to the generator in the pocket, the ICD was off, a bovie was used to cauterize small skin bleeder, the pt went into ventricular fibrillation. The presumed etiology: bovie current transmitted down lead to the heart. This should not happen. The pt was cardioverted successfully with no adverse outcome.